Event description:
Tech alleged bed was found on the 1st floor in a storage area. Head end casters rotate to the side when the brake is set and the bed is pushed.

Manufacturer narrative:
Tech replaced left and right head end brake caster to resolve.